Manufacturer narrative:
As reported, the patient underwent surgical intervention for explant of a bard flat mesh. No additional information has been obtained. Based on the limited information provided, no conclusion can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event is considered to be a best estimate as (B)(6) 2021 based on the date of awareness. Should additional information be provided, a supplemental MDR will be submitted. Device evaluated by MFR: not returned - mesh explanted.

Event description:
As reported, a patient who has undergone multiple hernia repairs was implanted with a bard mesh (bard flat mesh) and underwent subsequent explant of the bard mesh.